Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens peeled off and bonding area of the bending rubber is detached. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image due to lens peeled off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope presented a distorted image. The issue occurred during set up / inspection prior to use. There were no reports of patient involvement.